Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the when he filled reservoir with insulin, he had huge bubbles in it. The customer's blood glucose was 163 mg/dl. The customer did not want to troubleshoot as he already knew what helpline tried to accomplish. The reservoir will be returned for analysis.